Event description:
A routine renal cryo ablation procedure was successfully performed and approx 3-4 hours post procedure, the attending (B)(6) technologist was notified by the hospital (B)(6), that the pt had experienced a stroke and that they had pulled the used cryoprobe from their sharps container. (B)(4) contacted the hospital and provided (B)(6) info on the equipment used and asked if any further info was required. None was requested and no further contact has been initiated by the hospital.

Manufacturer narrative:
An incident report from the cryo tech present during the procedure: "we used one r.3 8l renal probe for the case. Lot# 08-0371 the start time was 9:23 am. The doctor wanted to use a r.3 8l probe so the circulator opened it up. I had the scrub tech (B)(6) place it into a basin of water and we used the pretest mode on the cs. The doctor, assistant, and the scrub tech all watched the pretest. Everything was fine. No air bubbles appeared and the probe appeared to be working correctly. The test ran for 30 seconds thaw then 30 seconds freeze, and then another 30 second thaw. The doctor placed the probe in the tumor (via laparoscopic technique) and we did a 10 minute freeze followed by a passive thaw. The doctor then had me do another 10 minute freeze followed this time by an active thaw (about 2 minutes). They removed the renal probe and handed it off to me. I unplugged the cs (cryosurgical cs system) and cut the line. I then placed it into the sharps container. I put down my stop watch at 10:50. This is after I had most of my equipment out of the room and it looked like they were getting ready to transport the pt. I received a call from the hospital (B)(6) at approx 2:00 pm. She said that the pt had what appeared to be an air embolism and had a stroke. She wanted to give me a heads up. She said that they got the renal probe from the sharps container and they were going to hold onto it in case it needed to be tested. After I spoke to (B)(6) I called (B)(4) immediately." F/u with the above reporting tech on (B)(6) 2009 yielded no new info or pt status.